Manufacturer narrative:
(B)(4). The report that the guide wire unravelled was confirmed through examination of the returned sample. The customer returned one guide wire assembly for analysis. Signs-of-use in the form of biological material were observed on the sample. Visual examination revealed that the guide wire is unravelled towards the distal end. Kinking was also observed on the guide wire body. The core wire distal j-bend was deformed and exposed out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken 8mm from the distal weld. Both welds were present and appeared full and spherical. The total length of the broken core wire measured 684mm via calibrated ruler, which was within the specification of 678mm-688mm per the guide wire product drawing. The outside diameter (od) of the guide wire measured 0.840mm via calibrated caliper, which was within the od specification of 0.838mm-0.877mm per guide wire product drawing. Functional inspection was performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The functional portion of the returned guide wire was inserted through a lab inventory ars/introducer needle subassembly. Little to no resistance was encountered as the guide wire passed with little to no resistance. A manual tug test confirmed that the proximal weld was intact. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 30 nov 2023, the swg was found kinked during used on the patient.

Event description:
It was reported that: (B)(6) 2023, the swg was found kinked during used on the patient.

Manufacturer narrative:
Qn#(B)(4).